Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site. It was also noted that the patient was not getting an adequate pain relief due to lead migration. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned due to facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7090325/7090678.